Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the rescue unit was not fully engaged to the trolley. The fse inserted console completely and observed both batteries and battery bays were then charging. The fse performed the complete pm with full calibration, functional testing , and safety checks. The unit passed all functional and safety tests per factory specifications, has been returned unit to the customer, and has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the internal batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging . It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.